Event description:
During troubleshooting for an unrelated alarm during drain six of seven on a homechoice (hc) machine, it was reported that when the home patient (hp) woke up, he found that he was disconnected from the hc. The caregiver (cg) checked the setup and did not find any issues with the connection sites on the patient line or the transfer set. The cg stated that the disconnection was due to the hp not connecting the line tight enough and that it came undone while he was sleeping. During follow-up, it was reported that a manual exchange with antibiotics was performed just in case there was any possible contamination and the transfer set was changed. The cg stated that there have been no issues since the event and therapy has been continuing fine. No patient injury or medical intervention was indicated in association with this report. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a connection issue, where the home patient (hp) became disconnected due to not making tight enough connection between the line and the supply bag. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The homechoice patient at home guide states to, "make sure the solution bags are connected to the proper lines on the organizer," and also, "if a bag becomes disconnected during your therapy, follow the instructions on the end therapy early procedure. Notify your dialysis center." The end therapy early procedure describes how to end therapy early in case of problem. Emergency disconnect procedure describes steps on how to stop therapy in case of emergency. The cause for the reported issue was determined to be use error - incomplete connection. A review of the label for the product family will be conducted. If additional relevant information is obtained, a supplemental report will be submitted.